Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient never experienced therapeutic effect. The stimulation is going down his right leg and it is supposed to be going down both legs. Caller added that since (B)(6) 2019, they have soreness at the battery location and it is making his lower back hurt and cramp up whenever he sits down. Caller states it is so sore, they can hardly walk. Patient did not know if they put the ins in right because it is very tender there. Caller mentioned he thinks he may have an infection at the implant site. Patient was redirected to the hcp. No further complications were reported/anticipated.